Manufacturer narrative:
(B)(4). Visual examination at the macroscopic level revealed that the fracture was located at the driver¿s distal tip. The second half of the driver tip was not returned for evaluation. The fracture analysis report reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the driver¿s distal tip fracturing cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After placing iliac screw, surgeon tried to advance screw 1 turn and tip of expedium poly driver (B)(4) sheared off inside shank of (B)(4). Tip could not be retrieved as it was set flush inside shank. Caused no issues with rod placement. Patient consequence? :no. Action taken for procedure:no issue, tip of driver wedged in shank of screw, rod placement normal. Is the information being submitted for this complaint all the details that are known/available regarding this event? : yes.